Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she was refilling her reservoir and the insulin pump said low battery. Customer replaced the battery with a new one, but the device would not turn on. She put the old battery back in and it still would not turn on. Customer's blood glucose is 254 mg/dl. She will treat with an insulin pen. Customer uses energizer batteries. Customer was advised this is normal device behavior. She was advised to insert a new battery and call back if the issue persists. Nothing further reported.